Event description:
The customer reported being in the emergency room twice. She stated that the first time her glucose level was over 400mg/dl, and the second time was 300mg/dl. The customer also mentioned having high blood pressure. The customer stated was dehydrated and treated with half of the bag fluid and then released. The caller mentioned having a blank display and had a hard time to screw the cap back on. Troubleshooting was declined as customer stated having issues with the blank display. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.